Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, while administering an IV to a patient, a nurse noticed that the soft rubber part of the indwelling cannula was damaged and leaking fluid. A new indwelling cannula was replaced.